Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 34%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr. Customer meter and retention strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Customer meter and retention strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The result of 3.6 inr alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 5.2 inr and then 15 minutes later, using a different finger, the meter result was 3.6 inr. The patients therapeutic range is 2.5-3.5 inr.